Manufacturer narrative:
Device was used for treatment, not diagnosis. Van heest, a.e. And strothman, d. (2009). Wrist arthrodesis in cerebral palsy. Jhs, 34a, 1216-1224 this report is for an unknown wrist fusion plate/unknown quantity/unknown lot. UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, van heest, a.e. And strothman, d. (2009). Wrist arthrodesis in cerebral palsy. Jhs, 34a, 1216-1224. The authors conducted a retrospective review of charts and radiographs to examine the results of wrist arthrodesis using synthes wrist fusion plate in the treatment of skeletally mature patients with cerebral palsy for severe, fixed wrist flexion deformity. Results were measured by fusion rate, complications, and clinical outcomes. Between 1995 and 2007, 34 patients (41 extremities) with deformities associated with cerebral palsy were treated by wrist arthrodesis using dorsal plate fixation. The 34 patients in this study consisted of 23 male and 11 female patients. The average age at the time of surgery was 22 years (range, 13-50 years) with average follow-up of 14 months (range, 2-70 months). Results included: plate irritation requiring hardware removal after union (18 patients), including one due to extensor tendon tenosynovitis which subsequently resolved after hardware removal; and fractures (three radius) through screw holes with subsequent hardware removal and open reduction internal fixation. A copy of the literature article is being submitted with this medwatch. This is report 2 of 2 for (B)(4). This report is for an unknown wrist fusion plate.